Event description:
Spontaneous call from patient who reported that last week, her pumps woke her up on 2 separate occasions with "no disposable, pump won't run" error messages. She stated that she tried trouble shooting (using cassette with backup pump) and finally had to waste the cassette and make a new mix to get her infusion working. This happened on (B)(6) 2021 at 2 am and again on (B)(6) 2021 at 4:15 am. She wasted 2 cassettes in total. She confirmed that her pumps had been working fine otherwise. Unknown if her doctor is aware. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.